Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. If additional information is received, a new supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite colonovideoscope had leakage near switch button 1. The device was returned to olympus medical for evaluation. During evaluation, the device was found to have foreign material at the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported. No additional event information has been provided at this time.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; switch button 1 was damaged and no longer water-tight. Visual examination identified the following issues: the bending section cover adhesive was chipped, cracked and cloudy; switch button 1 was scratched; the connector cover was dented; and the connecting tube was scratched. Functional testing showed that the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. Both of these issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.